Event description:
It was reported that there was a connection issue between the homechoice cassette and transfer set. The patient line of the homechoice cassette disconnected from the transfer set which resulted in a leak. This occurred during dwell four of four of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with ending therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.